Manufacturer narrative:
This event also includes devices (B)(6)/(B)(4) and (B)(6)/(B)(4). H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Excluder® aaa endoprosthesis main body, two gore® excluder® aaa endoprosthesis limbs, gore® excluder® iliac branch endoprosthesis internal iliac component and a gore® excluder® iliac branch endoprosthesis branch component. The patient tolerated the procedure. On an unknown date, the patient presented with an occluded aorta. The physician intervened to resolve the issue, but the patient passed away. At this time, there is no information on when the occlusion occurred, when the patient was treated, what intervention was performed, the cause of death and the time of death.

Manufacturer narrative:
H1/h2: type of reportable event: revised from death to serious injury. There is no allegation that the gore devices caused the patient death. There is no information available that provides date or cause of patient death.